Manufacturer narrative:
The actual device hasn't been returned for investigation. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate.